Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user mother is stating that the unit does not have a steady stream of air anymore.